Manufacturer narrative:
(B)(4). After inserting a battery, unit received with failed battery test due to corroded battery tube. Unable to perform displacement, sleep current measurement, active current measurement and self-test due to the failed batt test alarm. Unit had cracked battery tube threads, cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that there was cracked at the back of insulin pump. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.